Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was returned with the pusher in two (2) pieces. The proximal end of the device remained in the dispenser coil. The pusher was severed distal of the pet transition zone. The stretch resistance wire knot was intact at both the proximal and distal knot sections. The implant coil remained intact. Based on the available information and evaluation of the returned device, the reported complaint for broken pusher can be confirmed. The wire used as an internal stretch resistance member was broken during use. It is possible that the force exerted during use exceeding the tensile stretch of the stretch resistance member, as evidenced by retraction of the pusher body coils that were stretched and broke, separating the pusher into two (2) pieces; however, the root cause cannot be determined.

Event description:
It was reported that treatment was performed on a 3mm anterior communicating artery aneurysm via the right internal carotid artery. An embolization coil was advanced quickly through the microcatheter without use of fluoroscopy and a slight "pop" was noted. Under fluoroscopy, the coil was found to have deployed in the aneurysm without use of the controller. As the pusher was retracted, the coil implant and distal pusher did not move. The proximal half of the pusher was removed from the microcatheter and it was noted to be fractured. The non-detached coil implant and fractured distal end of the pusher was carefully removed along with the microcatheter. All components of the coil were removed from the patient without incident. There was no reported intervention or patient injury.